Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, it was reported that the patient experienced no alarms and alerts indicating her blood glucose values had dropped more quickly than she realized. Prior to the event the cgm value was 346 mg/dl. She utilized a tandem insulin pump. She was at a park at 6:00 pm and planned to eat with a friend. The values dropped to 93 mg/dl so she decided not to inject insulin. The cgm value dropped suddenly to low and she did not receive any alert or alarm prior to the low alarm. She became unresponsive and shaky so her friend called emergency medical services (ems) who administered glucose gel. She was not fully alert at the time and did not remember any bg fs values by ems. The cgm continued to show low. After monitoring for an hour by ems her glucose value (unspecified device) rose to 45 mg/dl and she was responsive but lightheaded. By 9:00 pm she had recovered. No other treatment occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 medical device problem code - correction. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. On 07/26/2025, it was reported that the patient experienced no alarms and alerts indicating her blood glucose values had dropped more quickly than she realized. Prior to the event the cgm value was 346 mg/dl. She utilized a tandem insulin pump. She was at a park at 6:00 pm and planned to eat with a friend. The values dropped to 93 mg/dl so she decided not to inject insulin. The cgm value dropped suddenly to low and she did not receive any alert or alarm prior to the low alarm. She became unresponsive and shaky so her friend called emergency medical services (ems) who administered glucose gel. She was not fully alert at the time and did not remember any bg fs values by ems. The cgm continued to show low. After monitoring for an hour by ems her glucose value (unspecified device) rose to 45 mg/dl and she was responsive but lightheaded. By 9:00 pm she had recovered. No other treatment occurred. Data was provided for investigation. The allegation was confirmed via data as a no audio output. The probable cause is alert acknowledged before mute override. No additional patient or event information is available.